Event description:
It was reported by a user facility that one (1) patient sustained second degree burns and pih to the neck, shoulders and back area following hair removal treatment with a lumenis lightsheer xc laser.

Manufacturer narrative:
A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were aggressive based on common medical practice and device labeling. Additionally, the healthcare professional stated that failure to perform a test patch prior to a full treatment to determine appropriate treatment settings in contradiction to common medical practice and device labeling to be the probable root cause of the event reported. Device labeling states "danger - perform test spots on patients and assess side effects before performing a full treatment. Side effects may not develop until several days following exposure. The risk of side effects is greater on dark-skinned patients, however, light-skinned patients may also develop side effects."

Manufacturer narrative:
Lumenis contacted the user facility to obtain patient treatment settings and patient photographs. Patient treatment settings were provided by the user facility. A lumenis technical engineer performed complete system test of the subject device laser concluding the laser output energy was within required manufacturer specifications. Subject device malfunction is not the suspected cause of the events reported. Lumenis is currently investigating the reported event clinical details and when further information is provided, lumenis will file a follow-up MDR.